Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that they were implanted with a new battery yesterday and it is not working correctly. Pt was told "it" would be fully charged and on. Caller stated that if they lay back they have it turned up so high it jumps them out of the chair and if they are just sitting up normal they can't even feel the stimulator on. Caller also stated if they put pressure on the battery then it kicks in and they were so tired yesterday they cannot remember what programs 1 and 2 are for. Agent recommended pt can try to turn intensity down. Agent walked caller through checking their settings. Caller confirmed that stimulation is on in group c. Controller battery is at 60% and implant is at 80%. The patient was redirected to their healthcare provider to further address the issue since pt was just implanted yesterday. At the end of the call, pt stated they were getting a call from a rep and was going to take the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.